Event description:
It was reported that sensor failure occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient woke up and discovered his sensor had failed at some point overnight. The patient tested his bg meter reading, which was around 400 mg/dl. The patient was wearing a tandem insulin pump. The patient was asymptomatic but was brought to the emergency room by his mother due to ¿dka¿ (however, this was a self-diagnosis). At the ER, the patient¿s bg meter reading was still around 400 mg/dl. The patient was treated with his ¿normal medications¿ for blood pressure and with unspecified antibiotics. The patient was discharged on (B)(6) 2025. The patient was ¿okay¿ at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.